Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be field as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that in the middle of a procedure, multiple system messages displayed. There was no patient harm reported; however, the procedure was not completed. Additional information has been requested.